Event description:
It was reported that during initial implant procedure, patient's new implanted lead was failed to advance in catheter. The lead was not used and the procedure was completed using an alternate lead on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to advance lead in catheter was not confirmed. As received, a complete lead was returned in one piece. Visual examination and electrical testing of the lead did not find any anomalies. A guidewire was inserted into the lead and lead was able to be inserted and removed from a catheter. No anomalies were found.